Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had cracked lcd window.

Event description:
The customer reported via phone call that half of the lip of the reservoir compartment was missing and also a crack on the display. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.